Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2023 approximately two weeks ago, the patient took antibiotic augmentin for about a week due to swelling around the outlet of the stoma site, redness, and local fever. At the time of report, the stoma site was normal without secretions or irritations, pain, and fever.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.